Event description:
The customer reported the device's shock button works intermittently. The therapy cable may be loose. There was no reported patient or user involvement and no adverse patient/user impact.